Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation correction: the actual device was returned for evaluation. During repair, it was determined that the reported condition that two drill bit devices broke off was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the external features of the returned cutter device were visually inspected and observed that the tip of the cutter was bent. The cutter was examined using 40x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. It was further determined that the thickness of the cutter device was measured and found to be within specification and the functionality of the device was evaluated and subjected to pre-testing per anspach op. The assignable root cause of the cutters breaking was excessive lateral or side to side force. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: the device was visually tested. The described failure by the customer was not confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection because the cutter was bent. The external features of the returned cutter were visually inspected and observed that the tip of the cutter was bent. The cutter was examined using 40x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. Additionally, the thickness of the cutter was measured and found to be within specification (specification = 0.0932; actual = 0.0932) and noted on the attached drawing (dwg no. 66-s-1510td-g1-1). The root cause of the customer¿s complaint that ¿cutters broke ¿ was excessive lateral or side to side force. There is no other data to support an alternate defect to cause this failure. This is customer error per m05.06 rev. C. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The IFU states the following regarding the reported issue that was observed by the user or customer: do not force the cutting burrs while performing operation. Use a gentle tapping motion or side to side motion and let the instrument do the cutting. Forceful side loading of cutting burrs may cause fracture of dissecting tool, which may cause injury. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: b5: upon subsequent follow-up with the customer, additional information was received. The reporter clarified that this procedure was a brain tumor resection for skull. The drill bit in question was attached and used; however, it was deformed immediately. It was replaced with a new drill bit, and it was also deformed immediately. It was reported that the surgery delayed a few minutes. H4: manufacture date was unknown in the initial report, this has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: h6: updated following receipt of additional information reported in the previous mw.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d10: concomitant med products and therapy dates: drill bit device, (B)(6) 2024. E1: the initial reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4; h4: unknown as the UDI was not provided.

Event description:
This is report 2 of 2 of the event. It was reported from japan that during an unspecified surgical procedure, it was discovered that two drill bit devices broke off in a row along with a motor device and an attachment device. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D10: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. H4: manufacture date has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d4: updated.